Manufacturer narrative:
The investigation for the low pump flow has been completed. The impella was returned for evaluation and was visually inspected. No cannula kink observed. No broken blades found. Biomaterial observed around impeller. The cause of the low pump flow was biomaterial ingestion due to improper anticoagulation. Added- d9 device return date, h6 impact code 4629 f6/f8 should have been left blank in the initial report. G1-corrected MFR site name and address.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 57-year-old male patient of unknown race post operative cardiothoracic surgery was implanted with an impella rp device for mechanical circulatory support. It was reported that the flows of an implanted impella rp pump dropped after adjustments were made to an existing swan during patient support. There was no heparin available at the time of the noted issue and it was believed that a clot had entered the pump based on the displayed waveforms. Due to the noted issue, the decision was made to replace the pump with a protek duo for ongoing support. There was no patient harm resulting from the noted issue.